Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error due to a software error. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear the alarms and able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.